Event description:
Customer claims to have had ears pierced with the inverness ear piercing sys at a retail user on 3/2/98. On 4/8/98, she sought med attention for an infection at the ear piercing site. She was prescribed antibiotics.